Manufacturer narrative:
Correction/removal number: 3002809144-09/18/19-008-c. Further investigation into this issue found that results could have been impacted by a deficiency of the alinity ci bulk solution level sensor, where a crack could have developed from environmental stress. A product correction letter has been issued to all worldwide customers with installed alinity I processing module and/or alinity c processing module. The letter informs the customer that the newly released bulk solution level sensor (04s68-03) will no longer be available in q4 2019 and to continue to use the bulk solution level sensor (04s68-02) with the following instructions: inspect the part for cracks prior to installation. Continue to follow the weekly maintenance procedure after installation. The letter also provides troubleshooting actions that should be taken if any of the error codes associated with a cracked alinity ci-series level sensor were received.

Event description:
The customer observed read errors while processing on the alinity I processing module. After inspection of the instrument, the field service representative (fsr) observed a crack, leak and bubbles in the trigger solution level sensor. The fsr also observed volume discrepancy for the trigger solution. The fsr replaced the trigger level sensor and replacement resolved the issue. There was no reported impact to patient management.